Event description:
Company received a report from a biomedical engineer that the unit did not provide an audio tone following the upgrade. There was no pt harm.

Manufacturer narrative:
The unit was requested back for evaluation but has not been returned.